Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump got a critical pump error. Customer¿s blood glucose level was 114 mg/dl. Customer also stated that they received a critical pump error image on the pump screen. Troubleshooting was performed. The product will return for the analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error due to moisture damage on the electronic assembly.